Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that said he tried to insert a sensor but after removing the sensor from the pedestal he noticed that the electrode is hanging outside the sensor opening but without the needle showing. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.